Event description:
Aqua futura, a technical support for fresenius medical care mexico, reported low sodium levels in most of the seven machines in a dialysis clinic. Three patients were admitted to the hospital after being found unresponsive during dialysis treatments. The first patient complained of cramps, became hypotensive and unresponsive during treatment. Admitting diagnosis was low sodium level. Dialysate sample was sent to the laboratory on 06/2002. Dialysate sodium was 128, which was lower that the expected value of 138.